Event description:
It was reported that prior to implant, the physician noticed that the catheter seemed to be thinner than normal. The physician was not able to introduce the inner catheter through it. Another catheter was tried and the physician was able to introduce the inner catheter successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.